Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, during the heartmate 3 implant, the locking mechanism had difficulty fully engaging and, after the pump fully locked, there was bleeding under the sewing ring and the pump fell out of the mini sewing ring. The patient was placed back on bypass and when the pump was reengaged and locked, it spun easily with no resistance. The pump was changed out and this resolved the issue. The patient was stable in intensive care unit.

Manufacturer narrative:
Section d7: correction. Section h3: additional information. Manufacturer's investigation conclusion: the potential cause for the reported blood leak and pump spinning easily was confirmed during the evaluation of (B)(6) . The evaluation could not conclusively determine the cause of the pump falling out of the mini cuff. The pump was returned assembled with the cuff lock in the fully locked position with an apical cuff. The mini cuff was not returned. Upon removal of the apical cuff, both of the cuff lock locking arms were visibly bent out toward the locked position, rather than in toward the lock-out position. Minor scratches were observed on the inside of the cuff lock handle, as well as the cover plate, and appeared consistent with the use of a tool. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. The cuff lock was aligned with an illustrated drawing of the cuff lock and confirmed that both of the locking arms were bent out of specification. Review of manufacturing documentation, which includes functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled and the returned apical cuff and a test mini cuff were connected. The cuff lock engaged easily without issue. Both of the apical cuff and mini cuff were observed to be secured in place when the cuff lock was fully engaged. Rotating the cuffs within the lock found doing so required less force when compared to a test pump with an undamaged cuff lock. Rotating the cuffs became noticeably easier when the connection was lubricated with saline but the anti-rotation features continued to provide tactile feedback and resistance. Lastly, both the cuffs were unable to be forcibly dislodged while the lock was engaged. The evaluation could not conclusively determine when or how the locking arms became bent out of specification; however, the observed tooling marks appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The evaluation did not confirm an issue with the inflow cannula o-ring, which seals the connection between the pump and the apical cuff. The observed damage to the cuff lock appeared to have prevented the o-ring and mini cuff from sealing properly when the pump was engaged, which would have contributed to the reported blood leak. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 26dec2019. The heartmate 3 mini apical cuff kit IFU, lists bleeding as an adverse event that may be associated with the use of the mini apical cuff kit. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 lvas IFU. Lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.